Event description:
Event description guidant received information that this ventricular lead, which was recently implanted, has a loss of capture. The threshold is 1.2 volts and the device is programmed to 4 volts. During the implant testing the sensing was not as good as the doctor would like. There is alot of lead slack in the ventricles. The patient has no symptoms at this time.